Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, a broken assessed, as an unidentified (tear) opening (shell thickness within spec). As per the investigation procedure: particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, a left side intracapsular rupture. Diagnosed by MRI. Later, healthcare professional confirmed, "ruptures of both implants. Visible in magnetic resonance imagining (MRI). Confirmed, during the explanting surgery". The device has been explanted and replaced.

Event description:
Patient reported a left side intracapsular rupture diagnosed by MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Later, healthcare professional confirmed, "ruptures of both implants. Visible in magnetic resonance imagining (MRI). Confirmed, during the explanting surgery". The device has been explanted and replaced.